Event description:
It was reported that the pump alarmed, and the sensor was defective. The event occurred during functional testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Address line 2 (B)(6). One device was returned for analysis. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was duplicated. The downstream occlusion sensor was found to be nonfunctional. The cause of the reported issue was unknown. As a result, the downstream occlusion sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.